Event description:
It was reported that a symptomatic patient experiencing fatigue presented in the clinic. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced.

Manufacturer narrative:
(B)(4).